Event description:
As reported, a 55 cm optease vena cava (vc) filter was placed prior to the embolization and the filter was deformed in shape after placement. The deformation was described as an incomplete expansion. Additionally, there was difficulty advancing the filter into position prior to implantation. There were concerns about the filtration effect and the filter was removed using a 10f optease retrieval catheter. A non-cordis filter was used as a replacement to complete the procedure. There were no reported injuries to the patient. This was during a lower extremity venous thrombectomy procedure. The size and shape of the vena cava were estimated to be 20 mm. The operator had undergone training in placing the filter. Thrombus was present at the implant site. The device will be returned for evaluation.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
Complaint conclusion: as reported, a 55cm optease vena cava (vc) filter was placed prior to the embolization and the filter was deformed in shape after placement. The deformation was described as an incomplete expansion. Additionally, there was difficulty advancing the filter into position prior to implantation. There were concerns about the filtration effect and the filter was removed using a 10f optease retrieval catheter. A non-cordis filter was used as a replacement to complete the procedure. There were no reported injuries to the patient. This was during a lower extremity venous thrombectomy procedure. The size and shape of the vena cava were estimated to be 20mm. The operator had undergone training in placing the filter. Thrombus was present at the implant site. A non-sterile optease vc filter ous, 55cm femoral only, was received for analysis. The following components were received for evaluation: a vessel dilator, cannula, obturator, and a filter introducer. The filter introducer was found with the obturator already inserted. The filter was not received. Additionally, an unknown vessel dilator was received with the other units. The units were visually inspected for damages or anomalies that may have contributed to the reported failure. No other anomalies or damages were observed on the returned devices. A functional test was performed by attaching a lab sample syringe filled with water to flush the cannula and vessel dilator. The vessel dilator was inserted through the hub of the cannula and no resistance or friction was felt when introducing the vessel dilator into the cannula. Next, an 0.035¿ lab sample guidewire was inserted through the proximal side and distal end of the vessel dilator. The guide wire was removed from the vessel dilator then, the vessel dilator was withdrawn from the cannula. Additionally, the obturator was introduced into the cannula with the filter introducer to simulate the insertion of the filter and obturator. During all insertions and withdrawals of components, no resistance or friction was felt. The complaint reported by the customer as ¿filter - incomplete expansion¿ and ¿catheter sheath introducer (csi) - resistance/friction - inner lumen¿ were not confirmed because the filter was not received for evaluation. Additionally, during the functional analysis, no resistance or friction was felt. Therefore, exact cause of the reported events cannot be determined. Users are trained to inspect for signs of damage prior to and during use. Any product with damage is not to be used. Information for safety is provided in the products labeling with the intent to make the user aware of the risks. According to the instructions for use (IFU), although not intended as a mitigation of risk, ¿if strong resistance is met during any stage of the procedure, discontinue the procedure and determine the cause before proceeding. Note: if filter advancement is problematic when using a tortuous vessel approach, stop filter advancement prior to the curve. Advance the sheath introducer to negotiate the curve, then continue to advance the filter.¿ based on the available information, there is no indication that the event is related to the device design or manufacturing process. Therefore, no preventative or corrective actions will be taken at this time.